Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.

Event description:
Report received of a chemotherapy leak. The customer contact reported a tubing set leak while chemotherapy was being delivered. The patient was in his 3rd week of being treated with 5fu in his home. The device was programmed on 10/26/2004, to deliver 5fu at a rate of 0.4ml/hr, in 75.2ml over 7 days. The customer contact stated that the patient called in 2004, to report "powder in the pouch." A nurse at the radiation/oncology department checked on the set up. The nurse reportedly did observe the powder, however, she thought it was powder from exam gloves. On 11/02/2004, the visiting nurse was at the patient's home to change the medication container and tubing. She reported upon opening the bag, it was found to be covered with white powder. The patient did not have any signs and symptoms of chemotherapy exposure to his skin. Therapy was resumed with a new tubing set, pouch and pump. There was no delay in treatment. There were no reported adverse patient or staff effects and no medical interventions were required. Though requested, no additional information was received.